Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. The programmer displayed an error message upon interrogation indicating low battery voltage. The patient was uncertain of the last time the ipg was used/charged. Surgical intervention will take place to address the issue.